Event description:
The patient reported that the pump was resetting itself without intervention.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed an intermittent loss of contact between the battery cap and the pump case. The patient reported that the battery cap had not been replaced since the pump was received in 2007. The pump user guide instructs that the battery cap must be replaced a minimum of once a year.